Event description:
Young adult female for delivery by primary lower transverse c section. After delivery hysterotomy performed and suture needle broke inside uterus. Broken piece was removed without known harm to patient, but it did prolong the surgical time.